Event description:
The customer reported via phone call that the insulin pump alarmed no delivery excessively. The customer stated that for the last week and a half, he would change the infusion sets but within every few days, the insulin pump would alarm no delivery again. He stated that he was also rotating the insertion sites. He reported receiving the third occurrence of no delivery alarm within a week and a half. During one instance, the alarm occurred during a basal delivery, and the customer's blood glucose was 393 mg/dl. He treated with 15 units of insulin via manual injection. The customer did not know the blood glucose reading during the other events. The customer reported that the alarm was resolved by a complete set change and declined to return the infusion set and reservoir for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.